Manufacturer narrative:
(B)(4). He lot was manufactured between june 24, 2013 - june 25, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. One filled sample was received containing no fluid in the bladder. A functional flow rate test was subsequently conducted. The flow rate was found to be within specification. Therefore, the reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused. This occurred during patient infusion of fluorouracil. The reporter stated that the infusion lasted 96 hours instead of 48 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.